Event description:
It was alleged by the attorney that the plaintiff developed an infection as a result of a surgery where vicryl sutures were used. The surgery was bilateral removal of silicone breast implants with capsulectomy and bilateral mastopexy, and was performed in 08/1994.